Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m376 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m376 shows no trends. Trends were reviewed for complaint category, pressure dome leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. The customer reported they clamped the patient return line during the treatment to flush the patient access. The customer reported the treatment was not paused at the time the return line was clamped. Section 5-63 of the cellex operators manual (1470493 rev 06) for use with software 5.4 on interrupting a treatment states " to temporarily interrupt a treatment and then resume use the pause button. Pause allows the operator the following options: up to 10 minutes time to adjust or flush the patient's access site." The customer clamping the return line during the treatment most likely caused internal pressure to increase and resulted in the pressure dome detaching from the pressure sensor. The root cause of the pressure dome leak was most likely due to the operator clamping the patient return line during the treatment. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they clamped the return line after the elutriation phase of the procedure to flush the patient access. The customer reported the pressure dome popped off the pressure sensor and the pressure dome leaked. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The patient was reported to be in stable condition. The kit return was requested; however, the customer discarded the kit. The customer did not return product for investigation.